Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced bent cannula and hyperglycemia and patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 350 mg/dl at the time of hospitalization and the patient got treated with correction with pump and administration of intravenous (IV) insulin. The infusion set was in use for two days. The patient hospitalized for less than six hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.